Event description:
It was reported that the display screen of the external pulse generator would not "give a reading" and that the device had lines across it. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Evaluation summary: the generator was returned and analysis could not confirm the customer comment that the device would not give a reading. Analysis did confirm that the liquid crystal display (lcd) was out of specification (there were segments missing) and it was replaced. Analysis also found that the upper case, two side bail covers, the ring cover and the battery drawer were broken, the lower case, battery release, lead flex cover and the battery flex were contaminated, one case screw was missing, the battery contacts were compressed, one side bail was missing and the ring was bent. (B)(4).

Event description:
It was reported that the display screen of the external pulse generator would not "give a reading" and that the device had lines across it. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.